Event description:
It was reported that surgeon have seen fibers inside the eye after iol implantation. The surgeon was sure that investigator will see that the coating in the cartridge are scratched if investigated. No further information available. There are two medical device reports associated with this event. This is two of two.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Two used company device were returned in a plastic bag labeled for two files. The returned used cartridges were taped inside the opened company device pouches for lot. No other identifiers were provided. The evaluations will be placed in both records. The cartridges were numbered 1-2 for evaluation purposes. The two returned used company device were microscopically examined. Viscoelastic was observed in the cartridges. What appeared to be blood or betadine was observed on one cartridge tip. Both cartridges exhibited interior damage on the left side of the tip. The cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted. The cartridges met specification for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of both cartridge tips. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens diopter and handpiece used were not provided. It cannot be determined if a qualified combination was used. A qualified viscoelastic was indicated. The root cause for the reported issue could not be determined. Based on the review of the returned used company device, the reported foreign material may have been internal coating material from the damaged company cartridge tip. It is unknown if qualified products were used. Per the instructions for use (IFU): the company device iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company ¿ cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).